Event description:
The patient contacted animas on (B)(6) 2012, alleging that when the brand new pump was taken out of the box and a battery inserted, the pump powered on, displayed the verification screen, then powered off. No further information was available at the time. Customer technical support made several attempts to contact the reporter to troubleshoot the pump and obtain further information, but was unable to reach the reporter in follow up. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged loss of power in a new pump remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.